Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the system was not turning on. Upon further inspection, philips remote service engineer (rse) confirmed that the machine is not switching on intermittently. Fse reseated all the host pc connections and between the ippc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. No harm to the patient or user was reported. Philips has started an investigation into this complaint.